Event description:
The manufacturer received information alleging a ventilator's ac connector was pushed inside the device. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.